Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2017 and 01/22/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified fold creases, wear abrasion, crystalline and a deformation. A weight test of the device was verified and the device was within specifications. Bubbles and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.